Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen (625 mcg/ml, 105.10 mcg/day) and dilaudid (5 mg/ml, 0.8408 mg/day) via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient was being electively weaned off of the intrathecal medications and had a dose decrease (B)(6) 2018. (B)(6) at 5:00 am the patient went to the emergency room because he was unresponsive. This was considered a sudden change in symptoms. The patient's dose was decreased again and they found out the patient had been taking oral baclofen on top of the intrathecal medications. The hcp believed the patient was confused about his prescription. The patient had not had a recent refill. No further complications were reported.